Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with right ventricular lead noise episodes. No intervention was performed. Physician will determine if lead needs to be replaced in the future during a normal generator replacement. Patient was stable after the event.